Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported: "on (B)(6), the patient had an external ventricular drain (evd) removed and a certas valve implanted, draining from the other ventricle. Over the weekend, it was discovered that the patient was leaking cerebrospinal fluid (csf) from the evd incision. They concluded that the shunt was not draining properly. On (B)(6), a shunt revision was conducted. The shunt was tested prior to explant. Csf was not flowing from the distal catheter or the distal end of the valve. When the shunt was disconnected from the ventricular catheter, csf flowed freely. A second shunt (ID 828814pl) was connected to the ventricular catheter. A manometer was connected to the distal end of the shunt. This time, csf seemed to flow much faster through the valve than expected and the valve was not regulating flow. The issue was detected before implantation site closure and led to five-minute delay. A third shunt was connected (ID 828810pl) to the ventricular catheter. This shunt also demonstrated some sort of issue with csf flow. They cannot remember exactly what the issue was. The issue with the third valve was detected before implantation site closure and led to five-minutes delay. A fourth shunt was connected and it performed as expected and was implanted."